Event description:
The customer reported the v5 waveform was not being displayed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the v5 waveform was not being displayed. There was no reported pt involvement. The device was evaluated by a philips fse. The reported symptom was reproduced. The issue was localized to the ECG connector. The ECG connector was replaced to resolve the issue. The device passed all required testing and remains at the customer site for use. The ECG connector caused the v5 waveform malfunction. Replacement of the connector resolved the issue.